Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient has been using the device to manage their bladder and frequency of running to the bathroom for a number of years. Caller said over the last 14 months the patient had various heart related issues and as a result of the focus and attention being paid to the heart problems they have not been paying attention to the management of the device. Caller met with the urologist for the first time in a year and a half last week and the urologist recommended that the patient get back on using the device to manage the bladder because the patient was running to the bathroom all the time. Reviewed how to change programs. Caller was getting the system operating at maximum settings message on program 3. Caller changed to program 4 and got the same message at 0.3. Caller increased stim on program 5 to 0.5 and got the same message. Caller denied any falls, trauma or change in activity. Patient has been in and out of the hospital for mris, echocardiograms and an ablation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.